Manufacturer narrative:
Covidien reference: (B)(4). One battery was received for investigation. The battery was connected to the battery tester in the failure investigation lab, and during a 10 hour discharge test, it was verified that the rate of 11.8%,of the battery, it was not operating up to its capacity. The customer reported malfunction was verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during maintenance, a ventilator failed to work on battery power and generated an alarm. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.